Event description:
Doctor was cutting a gold crown on tooth #30 when the bur flew out of the handpiece and was aspirated by the patient. Patient required surgery to remove the bur from the lung.

Manufacturer narrative:
Doctor is unable to determine the exact handpiece involved in the event. The technician doing the procedure put the handpiece back into rotation and is no longer with practice. 4 suspect handpieces were retrieved by the manufacturer from the practice on february 5, 2026. The handpieces were evaluated and all fell within the manufacturers specifications and passed all testing for new handpieces.